Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained lead noise that showed non-sustained rv oversensing that coincided with p-wave was observed. Review of session records revealed far p-wave oversensing. Programming changes were suggested. No further information was available.